Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the left ventricular lead exhibited capture anomaly. The lead was programmed off. The patient would continue to be followed up normally.